Event description:
It was reported that an administration line spike fell out of the tpn therapy bag. The issue was discovered during therapy set-up, prior to patient infusion. This report documents no adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: no samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The cause of the reported event remains unknown. Should additional relevant information become available, a follow-up report will be submitted. Product not returned.